Manufacturer narrative:
Pump received low battery alert during test due to corroded battery tube and corroded battery spring contact. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert. Customer blood glucose level was unknown. The device will be returned for analysis.